Manufacturer narrative:
(B)(4): the meter was found to have open/shorted capacitor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the user in the (B)(6) contacted lifescan to report the one touch verio iq meter was displaying the battery indicator symbol after the battery had been replaced. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, the complaint is being reported.